Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported a low oxygen pressure. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed a malfunction of the oxygen device. The service technician replaced the oxygen solenoid valve and the problem was resolved.